Manufacturer narrative:
A product history record review and a non-conformance review of the reported lot number was conducted. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during intraocular lens (iol) implant procedure, noticed that the plunger went over the lens, it damaged the lens posterior haptics and it was not in contact with the patient. So, the surgery was completed with an another unspecified lens. Additional information has been requested.